Event description:
Reference number (B)(4). Event occured in bahrain. It was reported that the patient experienced an adhesive malfunction on (B)(6) 2026, with the tape not adhering properly. No further information is available.